Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited lec 1140 and rev 0. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: b3. Date of event is unknown. D10. Device available for evaluation, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. Device evaluation: one device was received. A visual inspection found the tamper seals removed but no physical damage. A review of the event history log found lec 1140 and a service due message. Both lec 1140 and rev 0 were able to be duplicated during the functional testing. The cause was found to be a defective microprocessor unit board. The microprocessor unit board was replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint., corrected data: h6. Health effect codes: updated.